Manufacturer narrative:
Additional information: analysis of the returned device shows that dimensional inspection of the mas major diameter found the part conforming to the part number as laser marked on the implant itself.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient had a pseudoarthrosis and required a revision. During the revision, the surgeon implanted a screw and noted that it was the incorrect size so the screw was removed and replaced with the correct size.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.